Manufacturer narrative:
(B)(4) - at this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's display turned off after some minutes. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The service engineer inspected the ventilator, disassembled the graphical user interface (gui) and cleaned the flat display. The unit passed all testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.